Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft with xpedient delivery system was implanted in to a pt for the endovascular treatment of a 7 cm infraremal abdominal aortic aneurysm in 2003. The pt's iliac arteries and aortic neck were reported to be severely tortuous. The level of calcification is unk. The aneurx stent graft was advanced to position and during deployment the graft slipped out of the aortic neck after 2 cm of the graft had been deployed. The physician withdrew the delivery system and deployed all but the aortic component of the stent graft in the conduit. A second 28 mm x 16 mm diameter x 16.5 cm length bifurcated stent graft was inserted into the pt. The device kinked and was removed from the pt. A third 28 mm diameter x 16 mm diameter x 16.5 length bifurcated stent graft was inserted into the pt. Again, the device kinked and was removed from the pt. The pt continued to deteriorate, blood pressure began to lower and the pt became bradycardic. An aortogram was negative for aneurysm rupture. Left iliac angiogram showed an extravasation from the junction of the external iliac artery and the common iliac artery. A balloon was used to occlude the site of extravasation. The pt continued to deteriorate and after 45 minutes of cardiopulmonary resuscitation the pt expired. Medtronic ave has received the device and its analysis is pending.